Event description:
This is filed for clip opening while establishing final arm angle. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was prepared for use and no issues were noted. The cds was used in the patient anatomy; however, during establishing final arm angle (efaa) testing, the clip opened. The clip and cds were removed from the patient anatomy without issue. A second cds was used without issue. Two clips were implanted and the mr was reduced to grade 1-2. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned and investigated, and the reported unintended movement (clip open ¿ efaa) could not be confirmed via returned device analysis. The discrepancy between what was reported (clip failed efaa) and what was observed (efaa held) was likely due to varying amount of tension applied on the device during procedure versus the returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and the results of the analysis, a cause of the reported unintended movement (clip open ¿ efaa) could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.